Event description:
It was reported the patient was in a lot of pain and did not think the device was working. It was noted the pain was coming and going for a while now. It was reported the stimulator was charged.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n435592, implanted: (B)(6) 2014, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).